Event description:
It was reported that during an appendectomy procedure, the firing trigger would not engage. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Lockout spring tab. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.